Event description:
It was reported that during set up of a da vinci si surgical procedure, while installing the clip onto the small clip applier instrument, the tip of the instrument fell off.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that both grips are broken off at the base of the clip groove. The missing pieces are roughly .140 x .050. One grip has a bend directly below the fracture surface. The location of the fracture lines up closely with the installation depth of the grips onto the rack that holds clips.